Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation and engineering confirmed the z-thread of the cannula was fractured. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the cracked cannula could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic assisted lap chole- "trocar was used during first entry with laparoscope. As surgeon was placing second trocar he positioned the 12x150 down with scope to look at upper portion of abdominal wall to visualize second trocar placement. The 12x150 then snapped in half leaving a portion inside patient. The surgeon was able to retrieve the broken piece and patient was not injured." Patient status- "patient was not injured."